Event description:
It was reported that the tip of the t-25 driver was broken during the removal of a screw. The surgeon was able to retrieve tip. No patient complications were reported.

Manufacturer narrative:
Device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.